Manufacturer narrative:
Device has not been returned to the manufacturer, therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2005. It was reported that a patient underwent a spinal fusion with instrumentation at levels l5-s1. Approximately two years post-op with reports of non-union, it was noted that the "s1 setscrew had backed out and the rod was loose." Patient underwent revision surgery to replace the hardware. No patient complications were reported.